Event description:
It was reported that the atrial lead was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis found no anomalies. It was noted that all conductors had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic metal ion oxidation and cosmetic environmental stress cracking. The inner insulation had cosmetic metal ion oxidation. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted apparent explant damage.